Manufacturer narrative:
Initial and final MDR 1913424 - MDR 8021545 - 2024 - 02139 - device 2 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the two infusion set was fell off during use and first fell off had occurred on 7-11 june and second fell off had occurred on 11-13 june. The blood glucose level was 489 mg/dl. No further information available.

Manufacturer narrative:
Supplemental report (B)(4). Correction: this MDR is being submitted to correct the submitted device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specification.s exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.